Event description:
Date on insertion of the line was (B)(6) 2014 - the district nurses had notices a leak of fluid at the exit site when flushed on (B)(6) 2015, came to the unit for review on (B)(6) 2015. Line was removed as if repaired would not be in optimum position.

Manufacturer narrative:
A lot history review (lhr) of reye2362 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR for eval.